Event description:
Reversed labeling was caught during a polypectomy, when the doctor noticed the coag light go on when cut pedal was depressed. This did not cause a delay during this procedure and there was no harm to the pt.